Event description:
The patient reported that their spinal cord stimulator (scs) device was removed in (B)(6) 2016. The device was not doing what it was supposed to do. The stimulator was not helping with the pain because their back was "too screwed up". The device did not help at all with the pain. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.